Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG falloff test. The cause for the failure was isolated to an unused, migrating pulse wire in ECG "c" piercing into -5v wire and lead 2 - wire. The root cause for the migrated wire has not been positively identified. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a belt ECG's were non-functional.